Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The crossbrace was returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the rail. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer claims both sides of the cross brace were broken at the weld.